Manufacturer narrative:
E1- initial reporter phone: (B)(6). Device evaluated by MFR.: a wallstent uni device was received for analysis. A visual and tactile examination identified that the sheath was damaged. The stent was returned unsheathed. The investigator was unable to deploy the stent due to the damaged sheath. A visual and tactile examination identified that the tip section was partially deployed for approximately 5mm.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during the procedure, it was noted under x-ray that the metal wires of the stent were broken and the device could not be implanted. The procedure was completed with another of same device. There were no patient complications reported and the patient condition following the procedure was stable. It was further reported that the target lesion was 60-70% stenosed, non-calcified and non-tortuous. It was noted that the stent struts were lifted and not broken as previously reported. The device was completely removed from the patient with the stent not fully reconstrained.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left iliac vein. A 14x90/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, during the procedure, it was noted under x-ray that the metal wires of the stent were broken and the device could not be implanted. The procedure was completed with another of same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
E1- initial reporter phone: (B)(4).